Event description:
It was reported that during a device change-out due to normal eri, high dft threshold was observed. Dft testing was attempted, but unsuccessful. A sub-q array was added and dfts were successful. Patient outcome was good. Routine follow-up in-clinic showed normal device function.